Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated procedure. As a result, the patient's ipg failed to communicate with external devices. It was unknown if electrocautery was used during the procedure. Troubleshooting was tried to no avail. In turn, the ipg was deemed inoperable. Reportedly the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.

Event description:
Additional information received, identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post operatively.